Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the device had the cutting edges of the fluted tip blunt and worn. It is not unreasonable that the condition identified in visual analysis would contribute to a dull condition. Therefore we are able to confirm dullness with damage observed, as this kind of evidence indicates repeated use of the device. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection for the device was unable to be performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the drill bit ø4.2 calibr l340 3flute f/quic would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 03.010.061, drill bit ø4.2 calibr l340 3flute f/quic provided evidence was not sufficient to confirm the reported event. Functionality issues can not be evaluated through a photo investigation. Based on the available evidence, a definitive root cause could not be determined since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 03.010.061, drill bit ø4.2 calibr l340 3flute f/quic would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 a manufacturing record evaluation was performed for the finished device product code: 03.010.061 lot no: 282p889 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05-nov-2021 manufacturing site: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023, that the during the procedure, the specialist was brocating in order to perform distal blockage, but the bits were blinded, causing delay of approximately 10 minutes, the 2 bits were used evidencing that they were blinded, the patient was 81 years old due to the lack of edge of the drill bits, the bone was burning due to friction exerted by the drill bit. This report is for one (1) drill bit ø4.2 calibr l340 3flute f/quic this is report 1 of 2 for complaint (B)(4).